Event description:
Self test failed claims blade was already exposed upon first insertion. No patient harm. No patient contact. ***** has been reported & returned to intuitive surgical rga. ====================== manufacturer response for vessel sealer, (brand not provided) (per site reporter) ====================== issued rga and will issue credit.